Event description:
It was reported the programmer rf head plug may have a short. The rf head was returned with the programmer and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the rf head only had telemetry when lifting up on the connection cord. The rf head cable tested out of specification. The lens of the rf head was scratched. (B)(4): the error log also showed that programmer experienced an error.